Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device failed to deliver a defibrillation shock. This failure occurred during pt use. There was no adverse event reported as a result of the device use. There was no further info on the pt or the event provided.